Manufacturer narrative:
Upon completion of investigation a follow up report will be filed.

Event description:
There's ventricular catheter leakage happened during the first use, and the doctor marked where the leakage with opsite and thus finished the procedure with no adverse outcome, but the reason why leakage happened still needs to be investigated. No adverse event reported.

Manufacturer narrative:
As received, and after decontamination, the returned microsensor with ventricular catheter p/n 82-6653; lot # 461501; s/n (B)(4), was checked for leakage. No leakage was observed along the catheter up to the point where the two rows of seven holes are located at the distal end of the catheter. The difficulty reported by the customer could not be duplicated. It appears that some csf may have back-flowed through the stylet slit located on the side of the catheter, giving the impression that there was a leakage on the catheter; however, it can't be confirmed. Further evaluation was performed. The stylet slit was opened and it was observed some dry debris, consistent in appearance with biological debris, which supports the observation made above (that some csf may have back-flowed through the stylet slit). Note that the stylet slit is located on the outside of the catheter from approximately the number "4" to number "14". A lot history records review was conducted and verified that all products in this lot # 461501 were conforming to the required specifications when released to stock during february 14, 2014. Note that a second lot # 201511 was provided by the affiliate; however, it appears to be an invalid lot number. Trends will be monitored for this or similar complaints. At the present time this complaint is considered closed.